Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 20398877. Product family: scs-linear leads upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 7075409. Product family: scs-linear leads upn: (B)(4). Model: sc-2352-50. Serial: (B)(4). . Batch: 20623469. Product family: scs-linear leads upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). . Batch: 7075506.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient was able to fully charge the ipg, however, the charger became hot and the ipg required multiple charges per day as the ipg discharged from three bars to two bars within minutes. When the clinician programmer (cp) attempted to connect to the ipg, there was an error message and the patient experienced discomfort, intense leg pain, and muscle spasms. Communication difficulty was also observed between the remote control (rc) and the ipg; the communication error code indicated to place the rc closer to the ipg. Troubleshooting was attempted by retraining the patient on proper charging techniques, replacing the charger, and reprogramming the device, however, these attempts were unsuccessful. The physician assessed there was an issue with the ipg and it was causing the reported events. Therefore, the patient underwent a revision procedure where the ipg and a lead was explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7075506. Device analysis performed on the returned lead was unable to confirm the reported event of inadequate stimulation. The lead passed functional testing and revealed normal device characteristics. However, a review of the instructions for use (IFU) revealed that inadequate stimulation is a known inherent risk with the use of spinal cord stimulation (scs). H3 other text: device evaluation is in progress but not yet complete.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient was able to fully charge the ipg, however, the charger became hot and the ipg required multiple charges per day as the ipg discharged from three bars to two bars within minutes. When the clinician programmer (cp) attempted to connect to the ipg, there was an error message and the patient experienced discomfort, intense leg pain, and muscle spasms. Communication difficulty was also observed between the remote control (rc) and the ipg; the communication error code indicated to place the rc closer to the ipg. Troubleshooting was attempted by retraining the patient on proper charging techniques, replacing the charger, and reprogramming the device, however, these attempts were unsuccessful. The physician assessed there was an issue with the ipg and it was causing the reported events. Therefore, the patient underwent a revision procedure where the ipg and a lead was explanted. The patient was doing well postoperatively. Additional information was provided that the ipg and lead were replaced during the revision procedure. The physician assessed that the explanted lead was not providing adequate therapy due to non-optimal initial lead placement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7075506. Device analysis performed on the returned lead was unable to confirm the reported event of inadequate stimulation. The lead passed functional testing and revealed normal device characteristics. However, a review of the instructions for use (IFU) revealed that inadequate stimulation is a known inherent risk with the use of spinal cord stimulation (scs). Device analysis performed on the returned ipg concluded the maximum temperature was within the expected limit. However, an internal inspection found an excessive quiescent current leak due to damage to the application specific integrated circuit (asic). A review of the IFU revealed that exposing the ipg to high voltage transient or high radio frequency energy, such as: lithotripsy, electrocautery, external defibrillation, radiation therapy or ultrasonic scanning can cause this type of damage. This resulted in the premature battery depletion, difficulty charging, communication issues and inadequate stimulation. The depleted battery resulted in inadequate stimulation coverage and thus re-emergence of the patients pain, discomfort, and muscle spasm. Therefore, the cause of the reported event is traced to component failure.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient was able to fully charge the ipg, however, the charger became hot and the ipg required multiple charges per day as the ipg discharged from three bars to two bars within minutes. When the clinician programmer (cp) attempted to connect to the ipg, there was an error message and the patient experienced discomfort, intense leg pain, and muscle spasms. Communication difficulty was also observed between the remote control (rc) and the ipg; the communication error code indicated to place the rc closer to the ipg. Troubleshooting was attempted by retraining the patient on proper charging techniques, replacing the charger, and reprogramming the device, however, these attempts were unsuccessful. The physician assessed there was an issue with the ipg and it was causing the reported events. Therefore, the patient underwent a revision procedure where the ipg and a lead was explanted. The patient was doing well postoperatively. Additional information was provided that the ipg and one lead were replaced during the revision procedure. The physician assessed that the explanted lead was not providing adequate therapy due to non-optimal initial lead placement.